Manufacturer narrative:
(B)(4). Technical services recommended bringing the patient in for interrogation if the physician believed it to be necessary based on the patient's indication for therapy. The device remains implanted. No additional information is available at this time. If additional information becomes available, the event will be reopened. The device was subsequently explanted for normal battery depletion and was returned for evaluation. This product issue will be updated when analysis is complete.

Event description:
Boston scientific received information that during transtelephonic monitoring of the device, the physician was unable to confirm a magnet rate. This device is part of a physician communication dated (B)(6) 2006 regarding a low voltage capacitor.

Event description:
Event description boston scientific received information that during transtelephonic monitoring of the device, the physician was unable to confirm a magnet rate. This device is part of a physician communication dated june 23, 2006 regarding a low voltage capacitor.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.